Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent alarms stating insulin delivery had been stopped. Customer was unable to provide exact event dates and declined to upload pump data for review. Reportedly, the customer was able to successfully load a new cartridge onto the pump and resume insulin delivery. Customer's blood glucose level was not impacted.